Manufacturer narrative:
(B)(4). The customer provided one photo of the defect. The kinking in the guide wire is circled in the picture. The customer also returned one 3-l catheter and guide wire for analysis. No definite signs of use were observed on the returned components. Visual analysis revealed that the guide wire was kinked/bent in multiple locations. The distal j-bend appears misshapen but intact. Microscopic examination confirmed the defect and revealed that both welds are present and spherical. Visual and microscopic examination of the catheter did not reveal any major defects or anomalies. The kinks measured 42mm, 252mm, and 428mm from the proximal tip. The overall length of the guide wire measured 602mm which is within the specification limits of 596mm - 604mm per the guide wire product drawing. The outer diameter measured 0.86mm, which is within the specification limits of 0.838mm - 0.877mm per the guide wire product drawing. The overall length of the catheter measured, which is within the specification limits of 157mm - 177mm per the catheter product drawing. The components were functionally tested per the instructions for use (IFU) provided with this kit, which states "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The returned guide wire was threaded through the returned catheter and the undamaged portions of the guide wire passed with little to no resistance. A manual tug test confirmed that the distal and proximal welds are secure and intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The customer report of a kinked guide wire was confirmed through examination of the returned sample. The guide wire was kinked/bent in multiple locations throughout the body. The components passed all relevant dimensional and functional requirements, and a device history record review based on sales history did not identify any relevant findings. Based on the customer report and the sample returned, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the catheter was blocked so the wire was not able to go through and the wire kinked. No patient harm was reported. The device was replaced.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the catheter was blocked so the wire was not able to go through and the wire kinked. No patient harm was reported. The device was replaced.